Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results h3 other text : the system log files were not available for review.

Event description:
It was reported that during a procedure a tracker being used dislodged from the spinous process clamp while the surgeon was tapping the sacrum. The surgeon noticed the issue because of accuracy issues of the si joint that the device displayed. The surgeon reattached the tracker to the clamp with no negative outcomes from the incident. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure a tracker being used dislodged from the spinous process clamp while the surgeon was tapping the sacrum. The surgeon noticed the issue because of accuracy issues of the si joint that the device displayed. The surgeon reattached the tracker to the clamp with no negative outcomes from the incident. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.